Manufacturer narrative:
Evaluation: method - complaint history review and device history record review. Results - complaint history review was conducted on the catalog number and product family from (B)(6)-2010 to (B)(6)-2011. No similar issues were found during this period. Device history review for the reported lot number. No similar issues were found during the manufacturing or package process of this lot. Conclusions: device not returned. No evaluation will be performed. No conclusion be drawn.

Event description:
Complaint was reported as the following: complaint alleges that clip remained in the applier. No patient injury reported.